Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart. A cold reset was performed alarm. The customer¿s blood glucose was 7.9 mmo/l at the time of incident. The customer also report the insulin pump shutting off out of it's own. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Insulin pump received with normal operating current. Device passed unexpected restart alarm. Device passed self test. Pump passed off no power test. No unexpected restart alarm anomalies noted.